Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve does not recover/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had poor sleeve function. The following information was provided by the initial reporter: "when connecting the tube into the scalp, it occurs the exposure of the needle, causing an undesired dropping of blood, and making impossible to use it."

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd vacutainer¿ safety-lok" blood collection set had poor sleeve function. The following information was provided by the initial reporter: "when connecting the tube into the scalp, it occurs the exposure of the needle, causing an undesired dropping of blood, and making impossible to use it."